Manufacturer narrative:
Device evaluation: one cadd administration sets was returned for analysis. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination according md01-003 and no damage nor other workmanship defect were detected. According to the investigation, the received samples were primed by gravity method according to the IFU and no discrepancies were detected on p/n 21-7383-24, was fully primed. The filter from p/n 21-7394-24 cannot filled completely air keep in the vent side, however the bubbles does not pass to the inlet side which according IFU is correct. The customer's reported problem could not be duplicated. According to the investigation, root cause cannot be determined for the failure mode air in line, since the complaint was not confirmed due to successfully testing during investigation. No corrective actions required since the complaint was not confirmed; however, a notification to production personnel was conducted by quality engineer as awareness of the defect reported by the customer.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during flush of a smiths medical administration, set, the filter did not completely fill up, after a new flush, they succeeded to obtain the remaining half of the filter. It was also reported that at night the mother noticed there was air in the tubing (1 cm of air, 1 cm of air, nutrition intermittently) and stopped nutrition completely. No adverse patient effects were reported.